Manufacturer narrative:
Incident was reported to the national competent authority of spain. Manufacturer is trying to obtain additional information from the user facility and distributor. The device has not been returned for an investigation.

Event description:
The theatre supervisor describes: in a cholecystectomy requiring 3 or 4 clips, surgeons have gone as far as using 10, the clips do not close properly.